Event description:
It was reported that during a supply change the ilet displayed alert 41 indicating an insulin shaft rewind error and the device instructed multiple restarts, after which the alert persisted and the pump would not allow progression to fill tubing; the user dismissed the alert, attempted additional troubleshooting including a dry run without success, and transitioned temporarily to an alternate pump system while using a dexcom g6. Symptoms included hyperglycemia with a reported blood glucose of 224 mg/dl without associated complaints. Outcomes included interruption of insulin delivery and the need for device replacement and user education. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
It was reported that during a supply change the ilet displayed alert 41 indicating an insulin shaft rewind error and the device instructed multiple restarts, after which the alert persisted and the pump would not allow progression to fill tubing; the user dismissed the alert, attempted additional troubleshooting including a dry run without success, and transitioned temporarily to an alternate pump system while using a dexcom g6. Symptoms included hyperglycemia with a reported blood glucose of 224 mg/dl without associated complaints. Outcomes included interruption of insulin delivery and the need for device replacement and user education. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.